Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 3 and 4 hours their blood glucose level rose to 300 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition the pod cannula had not deployed.

Manufacturer narrative:
The pod was received with the slide insert not visible through the viewing window. Investigation found that the needle mechanism had deployed but retracted after deploying due to the missing catch beam. The missing catch beam resulted in the device failing to deploy as intended, confirming the reported events.